Event description:
It was reported that the right ventricular (rv) lead triggered an impedance alert for 101 ohms. It was indicated that in office testing measured impedance at 70 ohms. It was also reported that the rv coil impedance has been slowly rising since implant. It was noted that when the lead was implanted, the patient also had a heart valve replaced and a bypass. There was no medical intervention and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.